Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "happened in the resuscitation department. During the insertion of the catheter, the doctor was flushing the extension line, he observed the extension line can't be flushed, so he tried again few times to flush. With no success. As the situation was an urgency situation, the catheter was changed and another catheter was inserted in the patient." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc and lidstock for evaluation. The catheter contained significant signs of use in the form of biological material. Visual examination did not reveal any defects or anomalies. The extension lines did not contain any kinks or deformations. The instructions-for-use (IFU) provided with this kit instructs the user, "flush lumen (s) to completely clear blood from catheter." All three lumens were flushed using a water-filled lab inventory syringe. Slight resistance was encountered when flushing all three lines. A significant amount of biological material was cleared from the lines, and all three then functioned as expected. A lab inventory guide wire was able to pass through the returned catheter with minimal resistance after the biological material was cleared from the lines. A device history record review was performed with no relevant findings. The customer report of blocked lumens was confirmed by complaint investigation of the returned sample. All three lumens contained a significant amount of biological material which caused a blockage. Once cleared , the catheter functioned as intended. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "happened in the resuscitation department. During the insertion of the catheter, the doctor was flushing the extension line, he observed the extension line can't be flushed, so he tried again few times to flush. With no success. As the situation was an urgency situation, the catheter was changed and another catheter was inserted in the patient." The patient's condition is reported as fine.